Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaints for "leaflet thickened/halt" and "stenosis" were confirmed based on the provided imagery and medical records. A review of the DHR, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. Imagery was provided by the complaint site and the following observations were made by ew proctor/imager review: echo showed, the mean gradient across this 23mm thv is 41mmhg. A CT revelaed that the valve is mildly under-expanded at mid thv with 21.6mm. There also appears to be halt in the diastolic phase at the lateral cusp. Leaflet thickened/halt: hypoattenuated leaflet thickening (halt) may be caused by several patient-related factors including early valve deterioration (svd) (e.g. Stenosis/calcification), non-structural dysfunction (e.g. Pannus), or thrombosis. As reported, "there also appears to be halt in the diastolic phase at the lateral cusp. It was then recommended that the patient is treated with warfarin for 6-8 weeks as eliquis would not work in this situation." Per imaging evaluation, halt was observed on leaflet. In this case, patient was prescribed an anticoagulant medication, which suspected that the patient could potentially have thrombosis. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in leaflet thickening. Available information suggests that patient factors (thrombosis) may have contributed to the reported event. Stenosis: per medical record review, "tte values were noted as ef 60%, av peak velocity 334 cm/s, av peak gradient 45 mmhg, av mean gradient 27 mmhg, and ava 1.4 cm2." In this case, the patient had thickened leaflets, which can narrow the effective orifice area (eoa) of valve, and obstruct the blood flow across the valve, leading to increased gradient. As such, available information suggests that patient factors (thickened leaflets) may have contributed to the complaint event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position. Approximately 3 years later, the patient is being seen for sob, fatigue, weight gain, and chest pain for the last couple months. The patient was treated with an increases dose of lasix and metolazone. An echocardiogram in august of 2023 revealed a valve area of 1.07cm2, vmax 5m/s, and mean gradient of 58mmhg. An echo from december of 2023 indicated a valve area of 1.4cm2, vmax 3.34 m/s, with a mean gradient of 27mm with ef 60%. The patient had a stress test that showed some areas of ischemia in the inferior, apical and septal. Per proctor review, tte, CT, and imagery were reviewed and revealed the mean gradient 41mmhg without any central ai or pvl. The leaflets were difficult to see on the limited tte, however, do not see excessive calcification or gross thrombus on the valve. On the CT review, the valve is mildly under-expanded at 21.6mm (adding 0.5mm for od dimension). There also appears to be halt in the diastolic phase at the lateral cusp. It was then recommended that the patient is treated with warfarin for 6-8 weeks as eliquis would not work in this situation. Per medical records review, a tte on (B)(6) 2023 revealed a bioprosthetic aortic valve with trivial peri-valvular aortic insufficiency. There is no central aortic insufficiency and moderate aortic stenosis. Tte values were noted as ef 60%, av peak velocity 334 cm/s, av peak gradient 45 mmhg, av mean gradient 27 mmhg, and ava 1.4 cm2. As per follow-up with fcs, the patient underwent a valve in valve procedure with a 23mm sapien 3 ultra valve inside the pre-existing thv valve.